Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Corrected information: outcomes attributed to adverse events, date of event, describe event or problem, relevant tests/lab data, other relevant history, concomitant medical products and report source. The occurrence date of the peritonitis was unknown; it was reported as ¿over 3 weeks ago.¿ upon follow up the patient reported the cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (2g every three days for three weeks for the peritonitis event. The patient was recovered from the peritonitis event. Dianeal therapy was ongoing. Concomitant medical products: dianeal 2.5% solutions. Should additional relevant information become available, a supplemental report will be submitted.